Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7171802 / 7172254 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 37398172 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) site. The patient had minimal drainage, poor healing incision, and dehiscence. The physician did not believe that the infection was device or procedure related. The patient was prescribed with antibiotics. All components were explanted and discarded per hospital policy. The patient was doing well postoperatively. No further information has been obtained despite good faith efforts.